Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The physician started releasing the stent in the bile duct, but because he could not fully squeeze the trigger (only 1/3 (approximately 30%) could be squeezed.), the stent could not be released. Therefore, the device was removed from the patient and another manufacturer's metalic stent was placed instead to complete the procedure. There have been no adverse effects to the patient reported. Incorrect size wireguide used (0.025in). Device evaluated on 01-apr-2021: "stent partially deployed. Flexor kinked." There have been no adverse effects to the patient reported. <physician's comment> I used the device believing that the stent could be released without any problem by anyone. I did not expect the event. <additional information> 1 general questions: 1-1 at what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) (during stent placement) 1-2 (if any damages were confirmed prior to use)was the package damaged? No damage observed. 1-3 (if any damages were confirmed prior to use)how was the device stored? 1-4 what endoscope type and channel size was used? Olympus/ jf-260v 1-5 what was the position of the elevator? Was it opened or closed? Opened 1-6 details of the wire guide used (diameter, type, make)? Olympus visiglide2 0.025inch 1-7 was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no unknown 1-8 did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes 1-9 please advise the anatomical location of the intended target site distal bile duct 1-10 how long was the stent in the patient by the time this complaint occurred? 1-11 for devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? 1-12 did the patient require any additional procedures as a result of this event? N/a, yes, no yes <-- placement of another manufacturer's stent. 1-13 what intervention (if any) was required? - the procedure was finished after placing another manufacturer's stent. 1-14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day (same procedure) <-- placement of another manufacturer's stent. 1-15 were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no yes* 1-16 if yes, please specify what was observed and where on the device it was observed. *the sheath became bent at the proximal end (handle side) when the deice was put in a box to return the device. 2 stricture information: 2-1 what was the length and diameter of the stricture? 2cm f1~2¿ 2-2 where was the stricture located in the body? Already stated in patient/event info tab. 2-3 was there resistance felt passing wire guide through stricture? No 2-4 was there resistance felt passing the evolution through stricture? No 2-5 was the stricture dilated before stent placement? No 3 questions related to during insertion into patient: 3-1 was the product inspected for kinks or damage before use? Yes 3-2 was resistance felt during insertion into patient? No 3-3 if yes, at what point? 4 questions related to during stent placement: 4-1 did the product fail during stent deployment or recapture? (Deployment) if other, please specify - please refer to description of event 4-2 was the directional button pressed during use? Yes was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? N/a, yes, no yes 4-3 was the yellow marker kept in view during deployment? Yes 4-4 are images of the device or procedure available? Yes. Attached.

Manufacturer narrative:
The investigation is pending based on completion of the updated image review, updated complaint investigation will be submitted in follow up MDR.

Event description:
Supplemental report is being submitted due to the completion of an updated image review on 22-mar-2022: 'the stent was 64% deployed on the returned device photograph'.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c1771958 involved in this complaint device was returned for evaluation, open without its original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 01st april 2021. The returned device lab findings and observations can be referred through the attached files. In summary the following results were observed in the lab evaluation: stent partially deployed on return. Flexor was kinked at the handle site, as noted in the information provided (*the sheath became bent at the proximal end (handle side) when the deice was put in a box to return the device.) Lock wire was not returned. Red marker on top of the handle at the middle of the handle on the return. Actuation of handle was possible for deployment and recapture. Stent deployed fully with ease. Stent intact. Kink at the handle side was slightly straighten out to allow deployment. From additional information provided: "the stent was partially deployed when removed from the patient after the physician experienced the reported failure." Documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1771958 did not reveal any discrepancies that could have contributed to this issue.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c1771958 involved in this complaint device was returned for evaluation, open without its original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 01st april 2021. In summary the following results were observed in the lab evaluation: stent partially deployed on return. Flexor was kinked at the handle site, as noted in the information provided (*the sheath became bent at the proximal end (handle side) when the deice was put in a box to return the device.) Lock wire was not returned. Red marker on top of the handle at the middle of the handle on the return. Actuation of handle was possible for deployment and recapture. Stent deployed fully with ease. Stent intact. Kink at the handle side was slightly straighten out to allow deployment. From additional information provided: "the stent was partially deployed when removed from the patient after the physician experienced the reported failure.". Documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1771958 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1771958; upon review of complaints this failure mode has not occurred previously with this lot #c1771958. As per the instructions for use, ifu0062-5 which accompanies delivery system description and instructs the user to "the stent is mounted on an inner catheter, which accepts a .035 inch wire guide, and is constrained by an outer catheter." There is evidence to suggest that the customer did not follow the instructions for use and as per additional information received the 0.025 inch wire guide was used. Image review: images were provided to support the complaint investigation. Following the initial image review additional information was provided and a re-evaluation of the image review was completed. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: 1. Inability to deploy the stent is confirmed by a photograph of the returned device. 2. The photograph suggests that the difficulty may have been transient. The 64% rather than the reported 30% stent deployment suggests that deployment was restarted after removal from the patient. 3. The stent¿s length was generous for the lesion. Assuming stent deployment was begun as depicted, endoscope repositioning or endoscope retraction was necessary to deploy the stent. Since the additional information states that endoscope retraction was not performed, repositioning must have occurred in a ¿distant view¿ as suggested by the additional information. However, a simulation demonstrates that the ¿distant view¿ would have increased evo delivery system angulation and curvature. Since unsheathing appears to have been possible when the delivery system was straightened, the delivery system must have bound when angled and curved. 4. The additional information points out that the elevator was open. However, the elevator appears to be between open and closed on the provided image. Since the olympus jf-260v has a v-shape elevator, it is possible that an acutely angled retraction sheath may have experienced friction from the partially open elevator. Root cause review: a definitive root cause could be attributed to user error, the investigation has determined that there is evidence to suggest that the customer did not follow the instructions for use, as per additional information received the 0.025 inch wire guide was used. Summary: customer complaint is confirmed based on customer testimony. There have been no adverse effects to the patient reported. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.